Manufacturer narrative:
Hw analysis: h3: the passive planar ball probe, lot number: 131003, was returned to the manufacturer for analysis. The passive planar ball probe was found to have a bent instrument array. With markers attached and fully seated, the probe displayed a high divot error that would not allow tracking. The support arm for marker #4 was bent causing the high divot error. Covering the #4 marker allowed the probe to track and verify. H6: codes b01, c07, and d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the passive planar probe was damaged during preparation and did not appear in the tracking window. During troubleshooting, the medtronic representative noted the instrument navigated when one of the spheres was covered. Changing the spheres did not resolve the issue. No issue was noted when the instrument was changed. There was no patient involvement. The medtronic representative (rep) suspected one of the probe¿s arm was bent and therefore the corresponding sphere may have been out of its expected position or orientation. When the rep covered the one sphere, the system temporarily accepted the altered pattern (since it's designed to handle partial occlusion), but once all spheres were visible¿including the misaligned one¿the system detected that the overall geometry was incorrect and failed to track the probe.